Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to deploy and retraction problem were confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a carotid procedure to treat a lesion in the left internal carotid artery with moderate calcfication, a 7x10x40 rx acculink carotid stent system was advanced without resistance; however, the handle was unlocked but the stent could not be deployed as the retracting mechanism was stuck and would not slide back. Reportedly, the stent remained completely undeployed. The rx acculink carotid stent system was withdrawn from the patient anatomy without resistance and a new same size rx acculink stent was implanted to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. Return device analysis revealed movement and exposure of the stent. Additional reported information indicates it could not be confirmed with the site if the stent struts were exposed prior to entering the patient anatomy. No additional information was provided.